Event description:
The following has been reported: "customer report the sensors are not working." Reporting due to the referenced issue; no harm to patient was reported. Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and no error code was found. The device was not returned to brézins as its repairs and investigation were carried out locally at lake zurich by our technical team. An external and internal check were performed on the device and nothing to notice. To solve the issue, upstream and downstream sensors was replaced and calibrated. Also, air in line sensor was calibrated as a precaution. The device was cleaned, post service tested per quality control check list and released for use. The replaced "upstream and downstream pressure sensor kit" was received at brézins for further investigation. A visual control was performed on the sensors and nothing to notice. Fv'investigator cross tested the sensors with volumat tester to verify the claim. The analysis shows that the downstream sensor was unstable and out of tolerance due to component wear and the upstream sensor was functional. Therefore the reported events have been reproduced and is confirmed. The reason for the failure is due to a worn downstream sensor which presents an instability of its value sometimes blocked at 2mv of output causing the back pressure anomaly. A CAPA was opened for defective pressure sensor. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.